Manufacturer narrative:
Corrected sections as of 02-oct-2020: h10: most likely underlying root cause changed from "mlc-61: improper use / mishandled by end user" to "mlc-25: strip inserted backwards or upside-down".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call on 14-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and reported that the night before she had fallen and currently felt tired as a result of the fall, not in relation to her diabetes or the use of thi products. Customer stated she had tested before bedtime the night before and had obtained a result of 149 mg/dl; customer was satisfied with the result obtained. Customer also stated that she had taken 18 units of novolog instead of 18 units of tresiba. Customer stated it was at least 3 or more hours from when she went to bed to when she fell. Customer stated that she was getting out of bed and had fallen. Customer stated she was on the floor for four hours before she was able to get up. Customer stated once she got up she had gone back to bed as she was feeling tired. Customer stated at the time of fall she did not have symptoms of high or low blood sugar and had felt physically well. Customer did not test her blood glucose at or around the time of the fall. Customer stated as a result of the fall she has bruises in her hip and back, has cuts on her skin and that she may have cracked ribs. Customer stated she took three tylenols for the pain. Customer did not seek medical attention and stated she did not currently have a primary care physician. No additional blood glucose test results were reported.

Event description:
Consumer reported complaint that the truemetrix meter would not power on when a test strip was inserted. Customer had obtained the truemetrix meter (B)(6) 2020 and had not changed the battery. During the call the truemetrix meter had powered on when a test strip was inserted and by using the power button. During the call a blood test was performed by the customer non-fasting and produced test result of 262 mg/dl using truemetrix meter. At the time of the call the customer reported feeling tired due to her diabetes. Medical attention was not needed at the time of the call. After troubleshooting customer stated the reading is accurate and no replacement was needed.